Event description:
It was reported that the 6800 system would intermittently not boot up and lock up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.